Manufacturer narrative:
Article citation: sng, chelvin et al. "Case series of combined xen implantation and phacoemulsification in chinese eyes: one year outcomes." Advances in therapy, 36, 24 october 2019 (pages 3519-3529). Further information from the author regarding events, products, and patient details have been requested. No additional information is available at this time. The events of high intraocular pressure, incorrect placement, macular edema, and gel stent blockage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The article "case series of combined xen implantation and phacoemulsification in chinese eyes: one year outcomes" noted serious events occurred in patients with the xen 45 gel stent in unknown eyes including one eye with poag required ahmed aqueous shunt implantation at 8 months because of uncontrolled iop (24 mmhg) despite maximum tolerated glaucoma medications ; implant malposition requiring removal of the malpositioned implant and insertion of a second xen implant occurred in two eyes ; one eye developed cystoid macular edema 1 month after the combined phacoemulsification and xen implantation, which resolved within a month after treatment with topically administered ketorolac tromethamine 0.5% and topically administered prednisolone acetate 1% four times a day ; and implant occlusion with iris occurred in one eye with pacg 1 week after combined phacoemulsification and xen implantation, which resolved after laser iridoplasty.